Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples would not hold. The first stapling worked correctly with the second cartridge, the staples partially held. The whole second line of staples was removed and a new device ref 6tb45 was used to complete the procedure. There were no adverse consequences to the pt.